Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, and route, not reported) for peritonitis. The patient was not hospitalized for the event. The patient recovered from the peritonitis. The action taken with pd therapy was not reported. No additional information is available.